Event description:
It was reported that the patient was monitored remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited a failure to sense. A chest x-ray revealed that the ra lead was dislodged. Programming changes were made to prevent inappropriate atrial sensing from the dislodged atrial lead while awaiting ra lead revision. The ra lead was ultimately explanted and replaced. The patient remained in stable condition before, during, and after the procedure.

Manufacturer narrative:
The event date was estimated, as available information suggested that the right atrial lead had been dislodged for over one year.